Event description:
Note: this report pertains to the second of two service failures that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2009-00837 for a description of the other event. It was reported to boston scientific corporation on january 30, 2009 that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, during the procedure. While using a side viewing scope, the clip was broken due to the acute angle of the side viewing scope and it misdeployed. The procedure was completed with an additional seven resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.